Event description:
The reporter indicated that intermittent atrial undersensing was observed. The pt was taken to the or for lead repositioning. The reporter noticed that the atrial lead was not secure in header. He attempted to use another thinline lead; this lead was also "loose". He decided to use a new atrial lead and a new pacer.

Manufacturer narrative:
Summary of analysis: the lead had some minor cosmetic damage. The electrical characteristics of the lead are normal, however, the minor damage would not account for the reported sensitivity anomalies. Cannot verify complaint. This report is late due to an administrative error.